Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd nexiva catheter experienced leakage from the septum. The following information was provided by the initial reporter: on 4 separate occurrences (2- 20g and 2 -18g) different clinicians reported that blood/fluid was leaking from the septum of the nexiva catheter. The issue was noticed immediately after the needle was removed and had to start a new IV. The septum did not seal.

Manufacturer narrative:
H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd nexiva catheter experienced leakage from the septum. The following information was provided by the initial reporter: on 4 separate occurrences (2- 20g and 2 -18g) different clinicians reported that blood/fluid was leaking from the septum of the nexiva catheter. The issue was noticed immediately after the needle was removed and had to start a new IV. The septum did not seal.